Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Photo analysis visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. Additional, changed, and/or corrected data: h.6.

Event description:
Physician reported right side rupture. Device has been explanted and replaced.